Manufacturer narrative:
(B)(4). Visual inspection of the incident device found that the ski guide pin was missing from the ski guide lever that attaches to the handle. The missing ski pin caused the ski guide lever to bend, keeping it from following the internal a-track and making it difficult to unlatch the handle to open the jaws. Reports of missing ski guide pins are being investigated. No patient injury have been reported as a result of these complaints.

Event description:
The customer initially reported that the device handle would no longer open. The device was removed from tissue with no blood loss and no tissue damage. There was no patient injury. The incident device was returned and a visual inspection revealed that the ski lever pin was missing.